Manufacturer narrative:
Citation: munguti c, ndunda p, vindhyal mr, abukar a, abdel-jawad m, fanari z. Transcarotid versus transthoracic transcatheter aortic valve replacement: a systematic review and meta-analysis. Cardiovasc revasc med. 2024;63:8-13. Doi:10.1016/j.carrev.2024.01.015 earliest date of publication used for date of event. Medtronic products referenced: corevalve (product code npt, PMA# p130021) and evolut r (product code npt, PMA# p130021). Earliest a pproved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis that compared transcarotid and transthoracic transcatheter aortic valve replacement (tavr). The authors screened the search results and ultimately included four studies in the meta-analysis. Medtronic (corevalve and evolut r) and non-medtronic (sapien family) valve types were used in the pooled study population. The authors found that therewas no significant difference in 30-day mortality for the transcarotid and transthoracic tavr access routes. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. The following outcomes were also collected and assessed: stroke, transient ischemic attack, aortic regurgitation (moderate or severe), bleeding (major or life-threatening), and major vascular complications. No additional adverse outcomes were noted in the article.